Event description:
It was reported that the system 9800 would attempt to reinitialize during a procedure creating a delay in patient care. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the back up battery on the fluoro function circuit board needed to be replaced. The system was tested and found to be working as intended and placed back into service.